Event description:
Stiffness behind right knee [joint stiffness], cramps behind right knee [muscle spasms], increased right knee pain [arthralgia], right knee swelling [joint swelling], right knee drained [joint effusion]. Case description: spontaneous report was rec'd on (B)(6) 2011 from a consumer regarding a (B)(6) old female pt, initials (B)(6) with osteoarthritis. The pt's relevant medical history included treatment with synvisc-one (hylan g-f 20) rec'd six months ago for osteoarthritis in left knee. Approx in (B)(6) 2011, the pt initiated synvisc (hylan g-f 20) (dose regimen not provided). It was reported that after receiving synvisc, the pt started experiencing increased right knee pain and swelling with intolerable muscle cramping and stiffness behind right knee. Two weeks later, her right knee was drained and she was injected with cortisone (cortisone acetate). She rec'd synvisc again two weeks prior to this report and experienced the same symptoms. Add'l treatment rec'd included motrin (ibuprofen). At the time of report, all the events had not yet recovered. Concomitant medications were not provided. The intensity for all the events was not provided.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by this report.